Manufacturer narrative:
The insulin pump passed all functional testing including the idle current, run current, off no power, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, no delivery displacement, and rewind tests along with the self test. The following physical damage was noted: minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during basal delivery. Her blood glucose at the time of incident was 549 mg/dl, which she planned to treat once she got off of the phone. Troubleshooting was initiated for the no delivery. There were no apparent anomalies with the insulin pump or the infusion set tubing. There were no bent cannulas. The customer performed a fill cannula and successfully ran a prime through the tubing. However, the customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.